Event description:
It was reported that pump battery would not charge and USB port was visibly damaged. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump did not shut down and switched to injections as backup insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.